Event description:
This is report 1 of 2 for complaint (B)(4).

Event description:
It was reported that during a talus fracture procedure, the surgeon complained to the sales consultant that the tips of the sharp hooks broke off during use in the patient. One tip was retrieved. The second tip could not be found. X-ray was taken during the procedure confirming the tip was not in the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. DHR is not available as the part is nearly nine years old. The investigation could not be completed; no conclusion could be drawn, as no product was received.